Manufacturer narrative:
Batch review performed on 14 may 2021: lot 124802: (B)(4) items manufactured and released on 21-feb-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017. Clinical evaluation performed by medical affairs manager: femoral component revision performed 7 years and 10 months after cementless total hip arthroplasty in a young ((B)(6) year old) woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to stem mobilization 7 years 10 months after the primary. Stem and head successfully revised.